Event description:
It was reported that during placement of an avs navigator cage, the cage securing mechanism broke off. A change of cage was necessary. No fragments were left in the patient. No adverse consequences or medical intervention were reported. The procedure was completed successfully with a 15 minute delay.

Manufacturer narrative:
H3 has been updated as the device was not returned. Visual, dimensional, functional and material analysis could not be performed as the device was not returned. Device and complaint history records were reviewed for this lot, and no relevant manufacturing issues or similar complaints were identified. No additional information was provided by the customer upon multiple follow up attempts the surgical technique for navigator indicates that it is important to verify adequate discectomy and to maintain distraction during insertion of the cage and to verify that the implant is properly locked to the inserter before insertion. Carefully insert the avs navigator implant gently and progressively into the disc space. However, root cause of the reported event cannot be determined conclusively from the information provided. H3 other text : status and location of the device is unknown.

Event description:
It was reported that during placement of an avs navigator cage, the fixation system 'broke'. A change of cage was necessary. No fragments were left in the patient. No adverse consequences or medical intervention were reported.  The procedure was completed successfully with a 15 minute delay.